Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Crease folding of implant: observed, creases on the device. Rupture: not observed. As per the investigation procedure: deformation was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, breast deformity. Capsular contracture, baker grade iii. And possible rupture or leakage. Healthcare professional, later reported, "any creases". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and possible rupture or leakage.

Event description:
Healthcare professional reported breast deformity, capsular contracture baker grade iii and possible rupture or leakage. This record is for the right side. Device has been explanted.